Manufacturer narrative:
Date sent to the FDA: 7/15/2019 . (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 due to chronic drainage from his umbilicus where the mesh was located. It was reported the patient experienced severe abdominal pain and a procedure for incision and drainage of abscess and split thickness skin graft. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 10/09/2020.